Event description:
The customer reported that there were no audible alarms coming from the monitor. A speaker malfunction message was generated from the monitor. No patient harm was indicated.

Manufacturer narrative:
(B)(4).